Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Additional information request and medwatch #(B)(4) was received as follows: "at the end of the aortic valve replacement, mitral valve repair,tricuspid valve repair and ablation for persistent atrial fibrillation. The patient was decannulated. Upon performing the final counts, it was noticed that tip of the metal tip suction yankauer was missing. An x-ray was performed, and it showed that the tip was clearly in the mediastinum. Upon inspection of the mediastinum, it was not visible. The surgeon felt the tip was either in the left ventricle or the left atrium. At that point, the patient was reheparinized. The patient was recannulated in the aorta and a dual stage venous cannula in the right atrium. Once appropriate act was obtained, the patient was commenced on cardiopulmonary bypass. The aorta was cross-clamped, and heart arrested with antegrade cardioplegia. The aortotomy was reopened. Upon inspection of the left ventricle, the tip of the metal suction yamkauer was not visible. The left atriotomy was reopened. Upon inspection of the left atrial space,the metal tip was located in the left inferior pulmonary vein. The tip was removed."

Manufacturer narrative:
170118 yankauer suct tube pediatric was not returned for evaluation (as per customer, "product not available") and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received indicated that patient has been discharged and there was no known harm to the patient.

Event description:
N/a.